Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable thyrotropin (tsh) result for one patient on their e602 analyzer. The customer stated they had received questionably low ths results in the past and programmed the analyzer to automatically repeat any results below 0.2 mu/l. The patient's initial tsh result was 0.037 miu/l accompanied by a data flag. The repeat result was 1.87 miu/l and this was the result that was reported outside the laboratory. The customer also provided an additional result of 1.87 miu/l. It was unclear if it came from the same sample that produced the erroneous result. There were no adverse events. The tsh reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional details were requested but not provided. The calibration and quality control data for the repeat result was ok, but the data was not provided for the discrepant result.